Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinic's tablet was malfunctioning. A company representative performed troubleshooting and determined that the issue resolved once the serial cable was replaced. The physician was then provided with a new serial cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.